Event description:
An electronic report was electronically received from a hemodialysis user facility stating that during the initiation of the dialysis treatment, as blood was entering the extracorporeal circuit, that the tubing separated from the venous dialyzer connection while the connector remained attached to the dialyzer. At the time of this event, the circuit contained a mixture of saline and blood. The estimated loss of blood was reported to be less than 150 ml. The treatment was immediately discontinued. The pt was restarted on a new machine with a new treatment set and completed the prescribed treatment without further incidence. The pt was asymptomatic from this event. There was no additional treatment required for this pt from this event. A sample is available.